Manufacturer narrative:
(B)(4).

Event description:
It was reported that just after two months from implant the pulse generator exhibited premature battery depletion. No additional information was available.

Event description:
New information states the patient did not experience and symptoms.